Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue. Subsequently, the customer received a minimum fill notification after filling the cartridge with 130 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level ranged from 234-235 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.